Manufacturer narrative:
Conclusion: device investigation revealed a damage to the implant silicone next to the implant coil, which was determined to be the root cause for the reported issue. A device unrelated medical treatment i.e. Punctuation of swelling over the implant was reportedly carried out prior to the reported problem, which could have inadvertently caused the observed damage. The found damage goes in line with the recipient history. This is a final report.

Event description:
The user developed a swelling over the implant in (B)(6) 2019 and therefore did not wear the concerned right processor for 3 weeks. The site was punctured. On (B)(6) 2019 it was reported that the user often rejected wearing the device, especially after a long day at school. The user complained of the noise being too loud. The user also underwent treatment for a swelling near the implant in march 2020. The user was re-implanted. According to the device explantation form the user had pain and at lower volumes and would not wear the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the (B)(6) 2019 it was reported that the user often rejects wearing the device, especially after a long day at school. The user complains of the noise being too loud.